Event description:
It was reported that there was 0% of ongrowth on component.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.